Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
It was reported that shock impedance on this lead is over 200 ohms. No adverse patient events were reported. Lead currently remains implanted. Should additional information be received, this file will be updated.